Event description:
It was reported by the patient spouse that after initial implant of the device, the device was "pinching" the patient and the physician "repositioned the device." During the years that the device has been implanted, the patient spouse reported that "not a day has gone by that [the patient] has not complained about the discomfort." The patient and spouse were encouraged to talk with the physician and the device remains in use. It was later confirmed by the physician office that the device was repositioned to alleviate the discomfort, however the patient has dementia and is continuing to fiddle with the device and device area. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient spouse that after initial implant of the device, the device was "pinching" the patient and the physician "repositioned the device." During the years that the device has been implanted, the patient spouse reported that "not a day has gone by that [the patient] has not complained about the discomfort." The patient and spouse were encouraged to talk with the physician and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.